Event description:
Boston scientific crm received information that, during a change out procedure, the physician had difficulty inserting the right ventricular (rv) rate\sense terminal pin into this cardiac resynchronization therapy defibrillator (crt-d). The terminal pin was cleaned with sterile saline and the pin was successfully inserted into the header. No adverse patient effects were reported. Subsequently, the patient presented at the emergency room with loss of capture and rv pacing impedance measurements greater than 2000 ohms. The shock impedance measurement were stable. Threshold measurements had acutely risen to greater than 6 volts. A revision procedure was performed and movement was noted at the connection; however, they were in a hurry to establish pacing. The lead was checked using a pacing system analyzer (psa) and threshold and impedance measurements were stable. The terminal pin was reconnected and it was noticed that the pin did not insert fully under close examination. The pin was removed and lubricated with mineral oil and successfully re-inserted.

Manufacturer narrative:
Our records indicate that this device remains in service. If additional information is received, this report will be updated.